Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at adapter tubing junction the patient was admitted to the resuscitation room on (B)(6) 2024 due to dizziness and vomiting for half an hour, and when the intravenous access was opened after admission to the room, the nurse found that there was a leakage of fluid at the connector of the screw cap of the indwelling needle, and immediately replaced the indwelling needle, which did not cause any harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot#4081457. 1-this batch of products were assembled at intima ii auto line 2 in april 2024 and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for the relevant tests: 45psi leakage test, prn torque test and end cap torque test. Test results: no leakage is found at the sample, and the prn torque and end cap torque are within the product specifications. 4. In the assembly process of the prn and the end cap, there are torque and assembly stroke monitoring to ensure that their luer can be assembled into the pp connector to a certain depth and their threads have a good fastening effect. If the prn and the end cap are not in place, the equipment will alarm and remove the product. However, although they are fastened to the product during assembly, they may come loose if they are subjected to vibrate during transportation. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The root cause of the leak at the prn or end cap junction cannot be determined because the defective sample has not been received and the relevant examination cannot be performed.

Event description:
Additional information received from customer: hello, the device is not damaged and has not been repeatedly punctured; the catheter was prefilled using our prefill; leaking mainly occurs at the end cap. No physical object/sample available. Information received 9/25.